Event description:
A hospital in (B)(6) reported via a distributor that the expiratory tube of an rt200 adult dual-heated breathing circuit was an open circuit. The alarm on the respiratory humidifier went off as a consequence. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher and paykel healthcare by a distributor in (B)(6). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. The rt200 breathing circuit is en route to fisher and paykel healthcare for investigation. We could not perform a lot check as no lot information was provided. Electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. Further design improvements to the existing crimping machines to reduce and/or prevent recurrence of this event are in progress. (B)(4). We will provide a follow-up report verifying the fault upon receipt of the breathing circuit and completion of the investigation.